Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported that the pump was delivering insulin inaccurately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed the last basal delivery was on 10/12/2013. Information from the reported event date of (B)(6) 2013 was overwritten. The history showed that the time/date setting was manually changed from (B)(4) 2013 at 9:21 pm to (B)(4) 2013 at 9:21 am. The total daily dose was shown to have calculated correctly and reflected the basal target rate. The pump powered on and displayed verify screen. During testing, the pump was primed and exercised successfully. The pump performed a delivery accuracy test successfully and was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a dim, discolored display. Also unrelated to the complaint, the audio bolus button cover was observed to be torn, however, the button responded appropriately. The issue of inaccurate delivery was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.